Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the acoustic lens was detached (damage level; expose the glue-layer), and damage on ultrasonic probe is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation, the adhesive on a-rubber had corrosion is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope acoustic lens was detached (damage level; expose the glue-layer), and damage on ultrasonic probe and adhesive on a-rubber had corrosion. There was no patient involvement.